Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was with the scope, not with the video system. The definitive root cause of the scope issue could not be determined because it has not been received for analysis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshoot via telephone, the technical support engineer informed the customer power off the equipment and clean the connectors on the scope with an alcohol preparation pad. The customer further reported the subject device will be returned as the it was determined the issue was with the endoscope, cf-hq190l (serial number (B)(4)). The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus technical support engineer was informed by the nurse manager at the user facility via telephone that the customer evis exera iii video system center has a ¿b30 scope communication error. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.